Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly the customer did not have the correct transmitter ID entered in pump. The customer experienced a blood glucose (bg) level reported as "low"; specific value was not provided. Customer addressed bg by consuming carbohydrates. Reportedly, the pump and the transmitter regained connection after customer inputted correct transmitter ID into pump.